Manufacturer narrative:
The customer's complaint that the connector hub cracks when tightened could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the anesthesia department, pacu and asu that the connector hub when tightened cracked and leaked blood. The connection thus causing three issues, possible foreign body, possible infection, inadequate transfer of fluids and medications to patient. There was no harm.